Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 477 mg/dl and realized that basal setting was incorrect and accidentally set. Customer also experienced low blood glucose of 38 mg/dl due to carb ration being incorrect. Customer treated low blood glucose with food. Troubleshooting was performed and customer was advised to monitor insulin pump and blood glucose and to call back should issue persist.